Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During functional testing of the returned system controller, no alarm conditions were observed; however, when the white power lead was maneuvered at the connector end during testing, the system reported power cable disconnect alarms consistent with the reported event. In addition, a low voltage alarm was reported on the system monitor when the system was operated solely on the white power lead. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the white power lead, the brown conductor that monitors the battery voltage was found to be severed. The situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The distributor reported that the patient experienced power cable disconnect alarms. The suspect system controller was exchanged per the manufacturer's instructions for use and the issue was resolved.